Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lobectomy procedure, when the release button was pushed to open the jaw after six firing, the jaw did not open. Therefore, the device was excised from the tissue. The anvil and the shaft appeared to be separated. The patient is in stable condition. The device was discarded as it was used on an infectious patient.